Event description:
Reportedly, the device was explanted due to regurgitation. It was reported that the device is not available for return. No other details were provided.

Manufacturer narrative:
Device not returned.